Event description:
The customer reported that the system displayed multiple error messages that would likely prevent the system from booting up or would cause the system to lock-up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ma and kv were calibrated, the collimator was adjusted, and the generator was replaced during the service call. The system was tested and found to be working as intended and put back into service.